Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.5 diopter, intraocular lens was implanted into the patients left eye (os) on (B)(6) 2019. Treatment performed and intraocular pressure value of 39.3mmhg was reported. On (B)(6) 2020 the lens was exchanged for a shorter length lens. It was reported that the problem resolved. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- "toxic anterior segment syndrome (tass) was reported. It was reported that treatment was performed and bacterial culture came back negative." Claim# (B)(4).